Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy from their implantable cardioverter defibrillator (ICD) device. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.